Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The patient reported that the reason she wanted her device replaced was because she was charging too frequently. The patient reported that she charged every single night for 3 hours. The patient reported that her recharging issue started when she was reprogrammed. The patient reported that the reprogramming did help her pain issue but now she was stuck with recharging too often. The patient reported that the replacement surgery was scheduled for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient had a replacement surgery because the battery was taking 3.5 hours to charge a day. The patient also reported the battery was just dying. The issue was resolved after the patient had battery replacement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the change in device programming led to charging too frequently, but the new program was much more effective. The patient returned to the old program to resolve charging too frequently and the issue was going to be resolved when she got a new battery on (B)(6) 2017.